Event description:
In 2003, the cryopreserved pulmonary valve and conduit was in the process of being implanted into a pt of unreported medical history. During the procedure, the implanting surgeon reportedly observed a tear on a leaflet and "very friable" tissue in the surrounding area. According to the surgeon's report, attempts to repair the valve were unsuccessful. Subsequently, the valve was explanted and replaced with a mosaic valve (MFR unknown).